Event description:
It was reported the subject device had blurred vision. The issue occurred during a procedure (during sedation- device inside the patient). There were no reports of patient harm.

Manufacturer narrative:
E1- full establishment name due to character limit: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
The device was not returned for evaluation; therefore, a definitive root cause could not be determined. Updated fields: d4, d8, h2, h6, h11 olympus will continue to monitor field performance for this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
No additional information received from customer.